Event description:
It was reported that the patient had more heart palpitations since implant. She had a heart condition and was concerned that the palpitation might cause her to die. It was also reported that the implantable neurostimulator (ins) was flipping around since implant. It was reportedly not anchored and the patient could see the corners. The patient could put two fingers between the implant. Additionally, the patient had shocking at the implant site. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID 3093-28, lot# va0mxde, implanted: (B)(6) 2015, product type: lead.(B)(4).: